Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display is "missing a couple of segments in the singles digit display." Customer reported that one or two segments in the far right digit are missing. Customer also reported that the device was able to engage in patient monitoring. There were no consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During this testing, it was found that some of the led segments did not illuminate. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.